Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an armada 18 was observed to have a leak from the proximal shaft near the hub during inflation. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The leak was not confirmed. The investigation was unable to determine a conclusive cause for the reported leak. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The following additional information was received: the procedure was to treat a moderately calcified lesion in the superficial femoral artery. The leak was from the hub where it is attached to the catheter shaft. A new unspecified balloon catheter was used to complete the procedure. No additional information was provided.